Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, d4, g4, h1, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem 00598801115 lot 61214730; nexgen femoral augment 00599003521 lot 60880980; nexgen femoral augment 00599003524 lot 61737801; palacos r+g cement 66022663 lot 72474274; articular surface 00588005023 lot 61718734; unknown tibial component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 001822565-2021-01664, 0001822565-2021-01666, 0001822565-2021-01667, 0001822565-2021-01668.

Event description:
It was reported the patient underwent a revision knee arthroplasty ten years post implantation due to loosening of the femoral components after a fall. The cause of the fall is unknown. No additional information is available.